Event description:
Spouse of home pt (hp) reports calling baxter technical service center for assistance in completing therapy during treatment on homechoice device. Spouse reports hp has had shoulder pain which may have been the result of excess air infusion into the peritoneum during apd treatment. Spouse notes air was not confirmed by an x-ray and that hp does not have a history of excess air. No pt injury or medical intervention required as a result of incident per spouse hp.